Event description:
Customer reported a leak occurred while performing normal operations with the coulter lh 500 hematology analyzer in their laboratory. Approximately 10 ml of clear fluid was reported to be leaking from the blood sampling valve (bsv) in the analyzer. The leak was not contained within the analyzer. The leak did not appear to affect sample or reagent integrity, and there was no evidence of cross-contamination. The leak did not appear to impact either electrical or optical performance of the instrument. There were no error messages generated. All quality control (qc) results recovered within acceptable limits. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found solenoid lv17 had malfunctioned and caused the blood sampling valve (bsv) to fail to rotate. He replaced solenoid lv17 which fixed the leak. The repairs were verified per established procedures.